Event description:
Co received info that a pt with an implantable pulse generator (ipg) and lead system had experienced undersensing. An invasive procedure was performed and the physician elected to replace the atrial lead. Another lead was implanted. Co suspects the lead was capped. Implanted: 8/14/90. Explanted approximately: 2/1/96 (implanted 65 months).invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.